Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient was experiencing ineffective therapy. X-ray confirmed lead fracture. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.